Event description:
It was reported that the patient presented in the ER after receiving therapy due to oversensing of noise. Patient has an lvad but has never had issues with interference. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.